Manufacturer narrative:
D10 concomitant products: sigadaptxl, sig power sigadaptxl linear xl adapter (serial# (B)(6)) unknown endo gia sulu, (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on the first and last staple firing of the sleeve. The first issue was a partial firing, the surgeon simple re-stapled after removing the reload. The second issue was the stapler locked on tissue and would not come off. The surgeon was promoted to troubleshoot by a former employee to take the handle off the adapter and connect it again. It was noted that there was a remove reload error that occurred after removing the handle from the adapter during troubleshooting when the load was stuck on the tissue and would not release. This worked to get the reload to open and allow the surgeon to finish the procedure. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no abnormalities. Functionally, the handle was inserted into a charger running v16 software to charge. After removing the handle from the charger, the handle indicated that it was running v29.6 software. The handle had 216 of 300 procedures remaining. A clamshell and adapter were connected to the returned device and calibrated successfully. A reload was attached to the device and was able to clamped and articulated without issue. The handle was able to be fired without issue on the a1 fixture. An analysis of the data saved to the system showed abnormalities during firing and retraction. It was reported that the device fired partially. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the instrument did not work, and locked on tissue. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on the first firing on the sleeve, the first issue was a partial firing, the surgeon simply re-stapled after removing the reload. The second issue was the second to last firing on a second reload of the sleeve and the stapler locked on tissue and would not come off until the handle and adapter were removed and connected again. This troubleshooting step did allow the reload to unlock on the tissue and finish the procedure. It was noted that there was a remove reload error that occurred after removing the handle from the adapter during troubleshooting when the load was stuck on the tissue and would not release. There was no patient injury.